Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned. One electronic photo was provided and reviewed. The photo showed a 14s rapid exchange crosser extending beyond the distal end of an angled support catheter. The core wire was fractured and punctured through the green outer catheter. Based on photo provided, the investigation is confirmed for fracture and hole in material. The investigation is unconfirmed for the alleged catheter bend/material deformation. The hole in the outer catheter was likely caused by the fractured core wire as it was being retracted from the angled support catheter. The root cause for the core wire could not be determined based on the information provided. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. ( expiration date: 05/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the recanalization catheter from the femoral artery, a portion of the catheter was allegedly sticking out and a bend was allegedly identified. No further treatment was performed. There was no reported patient injury.